Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm during bolus delivery loop and motor position encoder error alarm confirm in alarm history screen. The motor passed motor test. The motor may have had an intermittent failure not detected during our testing. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer mentioned that they also received a motor position encoder error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.